Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. With implantation of three clips at the anterior (a)2/posterior (p)2 and a3/p3 leaflet segments. The mr was reduced from grade 4 to grade 1-2. On (B)(6) 2018, it was noted that the first implanted clip detached from the posterior leaflet, but remained attached to the anterior medial leaflet (slda). Mr increased to grade 2-3. There was no tissue damage noted. No intervention has been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported patient effect of worsening mr is due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.